Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-feb-14 information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient stated their therapy was not working anymore. Patient stated about 2 years ago it started not working and they turned it up and down. Patient still pee's a lot, not like it was before they got the implant. Patient is still leaking at night and woke up in the morning and wet the underwear a little bit. Patient went to the healthcare provider (hcp) and they said to keep moving it up/down to see if it worked. Patient mentioned needing an MRI of the brain. Agent reviewed MRI compatibility. Implanted neurostimulators may be depleted and redirected to healthcare provider. On 2025-apr-09 additional information was received from a healthcare professional (hcp). The hcp reported that the patient was in the scheduling queue for replacement pending their insurance's prior authorization.